Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the customer via a manufacturer representative (rep). It was reported that the device temperature was measured at 50° celsius by agent engineers. It was noted that another device was used to complete the operation.

Manufacturer narrative:
Analysis found that the handpiece would not run due to motor seized and corrosion, therefore, the device could not be tested and the allegation of overheating could not be verified. If information is provided in the future, a supplemental report will be issued.